Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer went to the emergency room (ER) with a blood glucose (bg) level of 333 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day, (B)(6) 2025 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer reverted to an alternate method of insulin therapy.